Manufacturer narrative:
(B)(4). The device is not available at this time. Should additional information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation by the product analysis lab. The cause of the increased intra-peritoneal volume (iipv) was undetermined. A service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through ((B)(4)).

Event description:
A customer contacted baxter's technical service center to request assistance on the home choice (hc). Per the initial report, the home patient (hp) reported feeling full in dwell 5 of 5. The technical service representative (tsr) bypassed the hp to drain and reviewed the programming: fill volume 2000ml. The drain volume was 3233ml . The hc moved to fill on its own. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.